Event description:
It was reported that the lead high voltage impedance climbed, over the 4 days since the device changeout, and the physician suspected a "connection issue". At a later follow-up procedure, in which the patient pocket was reopened, normal shock impedances were measured. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.